Manufacturer narrative:
The returned implant passed functional testing. The implant engaged with a known working inserter, and the cam lobes deployed without resistance. Visual inspection revealed that the spindle had minor damage and abrasions on the mating surface of the actuator; however, this damage does not affect the functionality of the device. The implant was completely intact and exhibits normal characteristics.

Event description:
It was reported that during an implant procedure intraoperative imaging revealed the superion indirect decompression spacer was not ideally placed. The physician opted to remove the implant and abort the procedure. No further information was provided, as the decision was made solely by the physician.

Event description:
It was reported that during an implant procedure intraoperative imaging revealed the superion indirect decompression spacer was not ideally placed. The physician opted to remove the implant and abort the procedure. No further information was provided, as the decision was made solely by the physician.